Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported power failure. The reported service indicator was verified but it was observed that the event code logged was not related to the critical functionality of the device. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing the charge-pak and service wrench icons and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.